Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve did not function properly after being placed during the procedure. According to the report, the physician found that fluid was not flowing through the valve unless it was pumped, and that it was therefore replaced with a new device that worked fine. The report states the patient did not incur an injury as a result of the event.